Manufacturer narrative:
The customer reported to philips that they got "no shock delivered" messages when they attempted to deliver defibrillation therapy. The involved patient expired. The customer reported that the patient appeared to have received one of the shocks attempted. The users switched to a second mrx defibrillator to treat the patient. (A separate complaint., (B)(4) documents this second defibrillator, sn us documents sn: (B)(4)). The customer reported that con med pads were used and that the multifunction pads were changed but the issue continued with the second defibrillator device. It was not known by biomed if the patient's death was not attributed to the device behavior. A review of the patient rhythm found: initial rhythm via pads was obscured by CPR but did show idioventricular rhythm when compressions were interrupted. Switched from pads to ECG leads and showed vfib. Pacer mode on and sync on then charged to 50j and shock delivered followed by vfib. Energy charged to 150j followed by sync off then shock aborted. Charged again to 150j followed by shock aborted. Pads off and quickly back on then charged to 150j quickly followed by shock aborted. Another pads off then pads on and charged to 150j with shock delivered with CPR resumed. Charged to 200j and when compression stopped the underlining rhythm looks more like systole, then shock aborted and compression resumed. Another pads off with compression continued briefly then systole and device off. The device passed all ops checks and performance tests. Con med pads were used. The device was not in AED mode. The case events summary showed that 2 shocks (total) were delivered and 4 shocks were aborted. For the two shocks that were delivered the impedance value was 17.6 and 17.1. The device published range of impedance for the delivery of energy is 25-180 ohms. The biomed at the site performed an operational check of the mrx after the event and the device passed the check. A philips field service engineer (fse) / authorized service personnel (asp) was dispatched to the customer site. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that they got "no shock delivered" messages when they attempted to deliver defibrillation therapy. The customer reported that the patient appeared to have received one of the shocks attempted. The users switched to a second mrx defibrillator to treat the patient. The customer reported that con med pads were used and that the multi-function pads were changed but the issue continued with the second defibrillator device. The involved patient expired.